Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had a sudden spike in pacing impedance that resulted in a lead safety switch (lss) on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and noted oversensing of noisy signals that led to a false atrial tachy response (atr) episode as a result of the lss programming. It was also noted that this device exhibited atrial undersensing. Ts suggested programming and troubleshooting actions. The device remains in use. No adverse patient effects were reported.